Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has been returned; however, evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unk.

Event description:
It was reported that the biopsy instrument misfired, so they would not use it on the patient. A rattle was heard in the handle and it would no longer cock.